Event description:
The customer received blood glucose readings between 150-170s mg/dl with her contour meter. When she re-tested with a different meters she received readings of 70/80s mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. No product will be returned. The customer was sent a new meter.